Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/14/2025, a sales representative reported via email that an ar-3740sp double loaded knotless knee fibertak anchor had an issue during use. A small prong from the tip of the inserter broke off inside the patient upon removal. It is assumed that the prong remains embedded in the bone, as it was not retrieved. Despite this, the procedure was completed without complications. This was discovered during a let procedure performed in conjunction with acl reconstruction on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion.